Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion, the clinician kept getting the yellow triangle symbol. The case ended with a blue bullseye. An x-ray was taken which showed the catheter placement was at the correct location. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the clinician kept getting the yellow triangle symbol was not confirmed. One vps stylet assembly and lidstock were returned. No defects or anomalies were observed on the sample during visual examination without magnification. The stylet was electrically tested per the requirements of product specification. Testing was performed per the instructions. Sensitivity testing was performed. The peak-to-peak echo signal was measured at 1882 mv. Continuity and hi-pot testing were performed with saline as a medium. The sample passed continuity testing with a wave form that was not distorted in either the vertical or horizontal angle when tested using a 1 khz square wave. The leakage current was measured at 0 ma. For information only, the resistance across the stylet was measured at 56.18 mv. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found on the sample. No further action will be taken.